Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior veterinary procedure, the customer found that there was 3 sutures in 1 box had detached needles. The surgeon then used another suture package to resolve the issue. There was no patient involvement.